Manufacturer narrative:
Service was dispatched for this event. The technician verified unicel dxc 800 synchron system instrument performance. Calibration was performed and patient samples were rerun with fresh calibrator and reagent however rf performance did not improved. This event appears to be reagent related. A customer notification letter was distributed in association with this rheumatoid factor reagent lot. The mdrs associated with this event are: 2050012-2011-02749, 2050012-2011-02690, 2050012-2011-02691, 2050012-2011-02692, 2050012-2011-02693, 2050012-2011-02694, 2050012-2011-02695, 2050012-2011-02696, 2050012-2011-02698, 2050012-2011-02700, 2050012-2011-02701, 2050012-2011-02702, 2050012-2011-02703, 2050012-2011-02704, 2050012-2011-02705, 2050012-2011-02706, 2050012-2011-02707, 2050012-2011-02708, 2050012-2011-02709, 2050012-2011-02710, 2050012-2011-02711, 2050012-2011-02712, 2050012-2011-02713, 2050012-2011-02714, 2050012-2011-02715, 2050012-2011-02716, 2050012-2011-02717, 2050012-2011-02718, 2050012-2011-02719, 2050012-2011-02720, 2050012-2011-02721.

Event description:
The customer reported that they obtained multiple, erroneous false positive rheumatoid factor (rf) assay results generated from a unicel dxc 800 synchron system in association with a specific synchron systems rheumatoid factor (rf) reagent lot. This was a multi-day event. This report is twenty one of thirty one, and represents the alleged false positive rheumatoid factor (rf) assay results generated on (B)(6) 2011. No repeat, confirmatory testing results were provided by the customer. Hence it cannot be verified that the initial results were, in fact, erroneous. The initial, positive results were released from the laboratory, however physicians questioned the results. There was no modification to patient treatment associated with this event. This event is associated with a specific synchron systems rheumatoid factor (rf) reagent lot (m010568) customer reported that instrument quality control results and system calibration results met established specifications during the timeframe of this event the customer has not reported any other chemistry issues or system errors. Sample preparation and handling information associated with this event was not supplied by the customer. Customer supplied data indicated nineteen patient samples with positive (greater than 20 iu/ml) rf results on (B)(6) 2011.